Manufacturer narrative:
(B)(4). The customer reported that during a new installation, they experienced a speaker failure. At the time of this report, there was no further information about failure appearance provided. It is considered that this report represents a "speaker malfunction." Inop message with loss of sound. A philips field service engineer (fse) is scheduled to follow-up with the customer. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that during a new installation, they experienced a speaker failure.